Event description:
Class I general surgical instrument, 4.5mm pleo osteotomy guide (common name drill guide), was manufactured with defective threads and does not meet design specification or meet intended use. No adverse event reported. Additional information - catalog # 01-1050-0067 and lot # 7861101.